Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. (B) (4)

Event description:
The customer contact reported that while operating on ac power, the pump powered off by itself without sounding an audible alarm tone. On an unspecified date and time, the pump was programmed to deliver an unspecified chemotherapeutic agent. No specific, pump programming was provided. The customer contact reported that at the start of the delivery, the pump powered off by itself. No audible alarm tone was noted prior to the power loss. The nurse powered the pump back on. It was reported the programming was verified to be correct and the therapy was resumed. There were no reported adverse patient effects. No medical interventions were required. The customer contact reported that the pump remained in clinical use and "worked fined ever since." Though requested, no additional information was provided.